Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately one month after implant the patient felt uncomfortable and presented to the hospital for a device check. The physician questioned the quality of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.